Manufacturer narrative:
Sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. It was learned, that the patient has expired. The date of death is unknown.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a sizing issue. Per the operative report in 2009: the aortic valve had three leaflets that were heavily calcified. Initially we replaced the valve with a 23-mm pericardial valve, (magna). After the aorta was closed and the heart reperfused and the crossclamp removed, there was poor flow noted in the left anterior descending artery and right coronary systems. The patient's heart was also asystolic. I was concerned that there was interference with flow into the right and left main coronary ostia. Therefore, the crossclamp was reapplied, the heart rearrested, and we replaced the prosthetic 23-mm valve with a new 21-mm prosthetic pericardial valve. Once the heart was then rewarmed and the aorta closed and the crossclamp removed, there was brisk flow down the left anterior descending artery and right coronary systems and the patient's rhythm responded appropriately.